Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: per customer, unit shut off. According to rt, another 3100a unit did the same thing as well as a none vyaire/zoll equipment. Possible power outlet issue at hospital. Customer requested a performance check. Checked power supply voltage and it was within specs. Calibrated airway pressure transducer, ddi, and pneumatics. Completed performance check, unit passed all test and runs according to OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to zoll that the vent stopped oscillating while on patient. He said that they did not provide an specifics on any alarms they noticed. The vent is currently running on the same patient with no issues. Company fse was able to visit customer site for an on-site repair. Customer requested a performance check. Checked power supply voltage and it was within specs.